Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that she had a blood glucose of 440 mg/dl this morning when she was having sensor glucose versus blood glucose issues this morning. The customer reports she also had a bent cannula when pulling out her current sensor. Patient's current blood glucose was 180 mg/dl. The customer treated for high blood glucose by bolusing with the pump. Based on customer report customer does not allege pump was under delivering. The customer was unable to complete troubleshoot as she had other responsibilities that she had to adhere to. The customer reported that the insulin pump kept saying she was at 120-130 mg/dl and actual blood glucose was closer to 440 mg/dl. Customer received a change sensor alert after a calibration error. The insulin pump will not be returned for analysis.